Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the arterial module srs failure error code "f070". An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval in progress, but not yet concluded.